Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri58 lead, implanted: 2014-(B)(6). (B)(4)

Event description:
It was reported that the atrial lead had dislodged. It was noted that the dislodgement was confirmed by x-ray. The atrial lead was r epositioned and remains in use. No patient complications have been reported as a result of this event.